Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device display "insufficient flow - 2095" and "peep not met/circuit leak - 2090" error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5. Evaluation results: the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. A visual inspection found the patient gas outlet loose, which was reseated as a precaution. The device was recertified and returned to the customer. Reports of this nature do not meet reportability requirements; reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.